Event description:
It was reported that the patient was unable to adjust their stimulation. A power-on-reset (por) condition was noted on the implantable neurostimulator (ins) and a "call your doctor" message was seen on the patient programmer. The patient was able to recharge after his ins was brought out of an overdischarge state but he was to clear the por. It was noted that the patient's ins went into the overdischarge condition due his external recharger not charging properly. He then ended up in the hospital for a while and did not have access to his recharger to charge his ins. The patient was sent a new working external recharger. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-03112.

Manufacturer narrative:
Lead: model 3888-45, lot #v297217, implanted; 2009 (B)(6), explanted: na. Lead: model 3888-45, lot #v273726, implanted; 2009 (B)(6), explanted: na. Extension: model 3708240, serial #(B)(4), implanted: 2009 (B)(6), explanted: na. Programmer: model 37743, serial #(B)(4). Concomitant ins system: neurostimulator model 37712, serial #(B)(4), implanted 2009 (B)(6), explanted: na. Lead: model 39565-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708120, serial #(B)(4), implanted 2009 (B)(6), explanted: na. Programmer: model 37743, serial #(B)(4). Recharger: model 37752, serial #(B)(4). (B)(4).